Event description:
Pt is having severe adverse effects from the enteryx procedure. Pt has contacted md on several occasions on an emergent basis for medical advice; primarily due to choking, vomiting, severe pain, and difficulty breathing from the procedure. The severity of symptoms continue. Pt also has been presented to the emergency dept on at least one occasion from this procedure for the above symptoms. Today pt choked so severely on clear liquid broth, vomited, had difficulty breathing and suffered severe stabbing pain in chest and back. Again their family was going to bring them to the emergency dept due to the severity and amount of time that has past.